Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and found the issue was due to a failure of the sample probe and the pinch valve tubing. The fse replaced the sample probe and the pinch valve tubing. The fse performed mechanism checks with successful results. The customer performed qc with successful results. The patient sample was centrifuged for 3 minutes at 5200 rpm. The centrifugation speed may be faster than recommended, and the centrifugation time may be shorter than recommended. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results for 15 patient samples tested on the cobas pro ise analytical unit. The initial results were reported outside of the laboratory. The reporter stated that for the past two nights after the pipe was done, there were bubbles in the pinch valve tubings (pvt) and on the tube on top of the ion-selective electrode (ise) area (drain port) of the analyzer. The reporter performed primed the analyzer twice, ran the greenwash rack twice, and then calibrated. They reportedly received a voltage alarm, an abnormal response from the electrodes, and calibration errors. The reporter ran the green rack through again and the calibrations and qc were acceptable. They then discovered the low patient results. The patient samples were rerun on their other ise cobas pro. The reporter was able to provide two examples of discrepant results. Sample ID (B)(6): the initial sodium result from the analyzer using the primary tube was 134.8 mmol/l. The repeat result from the other analyzer using an aliquot sample was 141.7 mmol/l. Sample ID (B)(6): the initial sodium result from the analyzer using the primary tube was 132.8 mmol/l. The repeat result from the other analyzer using the primary tube was 138.4 mmol/l. The repeat results were deemed correct. The electrode lot number is e9463. The expiration date was requested but not provided.